Manufacturer narrative:
.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was ejecting clips. Another device was used to complete the case. There was no consequence to the patient.